Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The pc guard and frame grabber were reconnected. The system operates as intended.

Event description:
The customer reported camera errors on the 7900 system. No pt injury was reported.